Event description:
A (B)(6) with hx of etoh and drug abuse, cardiac arrested on (B)(4). CPR issued for approx 1 hr until rosc. Taken to cath lab for placement of balloon pump and icy catheter. Thrombectomy and stent performed in cath lab for occlusion of lad -100%. Two days later pt developed gi bleed. Heparin and integrilin stopped due to bleeding. On day 4 pt awake and alert, icy catheter removed. (Thrown away) nursing attempted to get pt out of bed to ambulate and pt rearrested. Rosc achieved. Six inch thrombus noted in the pulmonary artery.

Manufacturer narrative:
No product was returned for investigation. The pt was considered to be a high risk pt with history of alcohol and drug abuse. The primary cause of hospitalization was cardiac arrest. The pt had thrombectomy and stent placement, which are arterial interventions. Additionally, the pt also had the balloon pump placed, which again is an arterial intervention. Heparin therapy was discontinued due to gi bleeding. The pt did not ambulate for 4 days and had a second incident of cardiac arrest. The icy catheter is placed only in venous system (femoral vein placement and balloons are in ivc). The reported complication of thrombus in pulmonary artery may or may not be related to icy catheter. The likely hood of a 6" thrombus travelling from ivc, through the right atrium/cuspid valve/right ventricle and into pulmonary artery are considered to be very low, if any. It is well documented that the pulmonary arterial hypertension / secondary pah are indicated with use of drugs. Chronic pulmonary artery clots are indicated with secondary pah. Based on the available info, we cannot determined the which intervention may have contributed to the reported thrombus in the pulmonary artery or was it the drug abuse that may have caused the reported thrombus.